Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested to run the ventilator on alternate current(ac) and battery operation overnight and to replace the power supply as a precaution if the reported condition could not be duplicated. The customer reported that the power cord was not properly inserted. The cord lock was damaged so the unit was in battery use until batteries depleted. The unit was run overnight without any incident.

Event description:
It was reported that during patient use, the ventilator quit running. The patient was transferred to another ventilator. The patient was not harmed or injured as a result of the reported event.